Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient implanted yesterday on (B)(6) 2020 suffered a cerebrovascular accident (cva) with left-sided weakness during intensive care unit (ICU) care. Additional information stated that it was an ischemic stroke, and two CT scans were conducted to confirm the stroke. There were no further symptoms. The site is still investigating the cause of the stroke. The stroke as discovered late so no intervention could be done.